Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was misaligned with the stylus, such that certain items were unable to be selected. It was noted that the stylus was replaced, and attempts were made to calibrate the display, but the issue persisted. There was no patient involvement.

Manufacturer narrative:
Product analysis: misalignment and inability to calibrate were confirmed. Damage to the keyboard assembly was noted. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-06-09: the programmer was returned for service.